Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. On the wound closure, the suture needles for both dissolve and none-dissolved stitches snapped. Same incident happened a few times before.

Manufacturer narrative:
Original submission contained errors; these have been corrected in this report. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 35 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in our stock. Knot pull tensile strength testing of the samples received was completed and the results fulfil the requirements of the OEM. Review of the batch manufacturing record indicates this product had a normal process and the results during the process fulfil OEM requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications, note has been taken of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: united kingdom. It is reported that the dissolvable and non-dissolvable sutures snapped.